Manufacturer narrative:
Device received with constant drive count or time values or changes incorrect for moving or coasting. Too slow or too fast during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant drive count or time values or changes incorrect for moving or coasting. Too slow or too fast.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a pump error alarm. The customer's blood glucose was 4.6 mmol/l at the time of incident. The customer was unclear the alarm and unable to rewind the insulin pump. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The device is expected to be returned for analysis.